Event description:
It was reported to boston scientific corporation that a wallflex biliary (10x60) covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, the indication for stent placement was to treat a 3-4 cm malignant stricture. The patient's anatomy was not tortuous. The lesion was not dilated prior to the procedure. During the procedure with this device, the physician felt that the stent was too long for the stricture after it was partially deployed by 75-80%. The stent was unable to be fully reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another shorter wallflex biliary (10x40) covered stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issue is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.